Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. The lead was repositioned and remains in use. It was also reported that the left ventricular (lv) lead was explanted and replaced due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.